Event description:
It was reported to philips that the heartstart mrx defibrillator was showing a red cross with a therapy autotest failure. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.